Event description:
It was reported that the patient underwent a lumbar laminectomy for decompression and lumbar stenosis at l3-4. It was reported that the patient may have an allergic reaction to the instrumentation used in the fusion surgery. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.